Event description:
The ge oec 9800 fluoroscopy system had image quality issues where the kv remained fixed, but image b/c varied. Fluctuating image quality.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective hard drive that was removed and replaced, with calibration files re-loaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.